Manufacturer narrative:
Currently, it is not known to what degree the device may have caused or contributed to the reported event. The pt's attorney has not provided any medical records. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007 - the pt underwent a ventral hernia repair with implantation of a bard medium oval composix kugel hernia patch. On (B)(6) 2014 - the pt begun to suffer from severe abdominal pain and abdominal cramping and was seen for abdominal wall abscess, after further developing right lower quadrant pain for at least six months, with increased pain at this site for at least two weeks. On (B)(6) 2014 - the pt underwent a surgical procedure to treat abscess allegedly caused by the implanted composix kugel hernia patch. During this procedure composix kugel hernia patch was freed from abdominal wall and the intra-abdominal abscess was drained. Three loops of small bowel were densely adherent to the hernia patch. One site of bowel perforation was identified and less than 20cm section of ileum was removed. Pt was discharged from the hospital with an open wound and home treatment and care regiment. It is alleged that the pt underwent painful and unnecessary removal of the composix kugel hernia patch. The attorney's report alleges defective device, migration, explant, disability, abdominal abscess, adhesions, perforation.